Event description:
It was reported that the ventilator during use the touch panel would not operate. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Reportedly, the unit was left on the patient as it continued operating normally.

Manufacturer narrative:
G4: 06apr2021. G5: 510k: k102985. B4: 24jun2021. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
The touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.